Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure the needle fell into the patient and was retrieved as suture was attached. To complete the procedure, a new needle pulled but that needle would not unload so stuck in jaws. There was no harm caused to the patient.